Event description:
Rn reports pt awoke to the minicap transfer set being disconnected from the titanium adapter on the catheter. The transfer set had been in place for 2 days at the time of separation. The patient contacted the pd rn who instructed patient to re-attach the same transfer set and begin 3 days of intraperitoneal prophylactic antibiotics (gentamycin and ceftazolin, strength unknown) with each exchange (5x/day). Rn reports no patient injury as a result of incident.